Event description:
It was reported an incorrect concentration was entered into the programmer and a bridge bolus was programmed with the incorrect con centration. It was programmed as ¿20 mg/ml¿ instead of ¿5 mg/ml.¿ the bridge bolus duration was ¿approximately¿ 28 hours. The bolus was running for approximately 12 hours at the time of this report. It was said, ¿so the patient's dose has not changed since they are still getting the old drug.¿ the concentration was planned to be corrected/updated ¿shortly¿ to ¿prevent the patient from being underdosed.¿ the pump was used to deliver dilaudid.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: 8840 serial# unknown, product type: programmer. (B)(4).